Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inappropriate high voltage therapy during atrial fibrillation. The device was reprogrammed to more accurately discriminate for non-ventricular tachycardias in order to resolve the event. The patient was stable and there were no adverse consequences.